Manufacturer narrative:
Date of event: (B)(6) 2018 date of report: 07/01/2019. The device was not returned for evaluation. The contact could not be reached for any information regarding the final disposition of this product event.

Event description:
The customer reported a faulty power supply. The customer reported there was no patient involvement.